Event description:
The report company received from the field indicated that during a coronary stenting procedure, the stent dislodged frm its delivery cathter. Consequently, the stent had to be removed from the patient's artery with a snaring device.